Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007998, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 24-nov-2025against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6007998". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007998 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 6 on 07-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, gluing of tubing of the lot 4f04751 was manufactured according to the work instruction (wi) version 64 and manufactured in the machine sc02, on 06-jul-2024, with a total of (B)(4) units. Gluing of tubing of the lot 4f04752 was manufactured according to the work instruction (wi) version 64 and manufactured in the machine sc02, on 08-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: -work instruction (wi) guidance for visual testing for complaints area version 3: 5/10 samples out 10 samples passed the test and - work instruction (wi) guidance for functional testing for complaints area version 2: 5/10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. 5/10 reference samples were not able to be tested due the samples were used in a special investigation under corrective and preventive action (CAPA). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, 5/10 reference samples were not able to be tested due the samples were used in a special investigation under corrective and preventive action (CAPA), no non conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required, however, this is a complaint which is being addressed as part of a corrective and preventive action (CAPA): "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA): "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) · 1. Include the defect in document (B)(4) (work instruction inset line) · 2. Improve guards of the conveyors · 3. Update trays for the stock of cannulas · 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. · 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address design root cause) and deadlines is as followed: · add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - (B)(6) 2025).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set adhesive issue and bent cannula issue on (B)(6) 2025 which leads to inadequate insulin delivery. The patient experienced elevated blood glucose levels peaking at 463 mg/dl accompanied by symptoms of polydipsia and frequent urination. The patient replaced the infusion set; blood glucose levels began to decline within approximately 90 minutes. No further information available.